Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2013-04580. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification 2) and cardiac catheterization was recommended. The target lesion was located in the mid to distal left anterior descending artery (lad) with 60% stenosis and was 20mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of two taxus perseus stents of size 2.50x24mm and 2.50x12mm. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with cardiac chest pain with prolonged qt syndrome with ventricular tachy arrhythmias. 70-80% in-stent restenosis was noted in the mid lad, which was treated with placement of a 2.75x20mm non-bsc drug-eluting stent, with 0% residual stenosis following post-dilation. The event was considered resolved without residual effects.